Event description:
It was reported that two channels alarmed for "channel error". The two channels were infusing phenylephrine and norepinephrine, respectively, which ceased infusing into the patient. This resulted in hypotension that required a phenylephrine boluses. Despite immediate recovery intervention by the primary nurse and the charge nurse, the hypotensive episode persisted for approximately 5-10 minutes. This was reported to manufacturer representatives during site visit. No additional information was available and devices will not be returned to manufacturer for investigation.

Manufacturer narrative:
Omit: concomitant med prod data, c20 - no findings available, d15 - cause not established. Additional information : if other specify, imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that two channels alarmed for "channel error". The two channels were infusing phenylephrine and norepinephrine, respectively, which ceased infusing into the patient. This resulted in hypotension that required a phenylephrine boluses. Despite immediate recovery intervention by the primary nurse and the charge nurse, the hypotensive episode persisted for approximately 5-10 minutes. This was reported to manufacturer representatives during site visit. No additional information was available and devices will not be returned to manufacturer for investigation.